Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg rf needle was selected for use during a percutaneous left atrial appendage closure. Following the procedure, an attempt was made to perform a transseptal puncture for left atrial appendage closure. A non-boston scientific (sl0) sheath was lowered from the superior vena cava into the fossa ovalis; therefore, the tent position was adjusted. The nrg needle delivered radio frequency, and it cross the septum, and the non-boston scientific (sl0) sheath was pushed into the left atrium. After energizing the fossa ovalis, fluoroscopic imaging confirmed that the a-lead of the dual-chamber pacemaker had dislodged from the right atrial appendage. The needle was still inside the non-boston scientific (sl0) sheath in the patient during the lead dislodgement. The procedure was continued as the heartbeat was stable at this point, and the left atrial appendage closure procedure was then successfully completed. The lead of the pacemaker is scheduled to be re-implanted in the future. No patient complications were reported. The device is not expected to be returned for analysis.